Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for follow-up. Upon interrogation, the device showed premature battery depletion. All thresholds, sensing and pacing impedance showed normal. The patient was stable after device check and the vibratory alert function was turned on. Patient was advised to return to the hospital immediately if vibratory alert was felt by the patient. No replacement procedure was scheduled. The patient will return for follow-up after a month.